Event description:
It was reported as a general comment that the larger sizes of the xience alpine stent delivery system (sds) can be slow to deflate and difficult to remove post-deployment. There were no adverse patient effects or clinically significant delays in any of the procedures. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the reviewed information, no product deficiency was identified. Date of event has been estimated.